Manufacturer narrative:
The patient¿s weight was not provided. Device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that a family member found the patient lying in bed with a bleeding head wound. It was reported that because some blood was also found on the floor in the hallway, it was assumed that the patient had fallen on their head and went to bed afterwards. The patient was transferred to an external hospital. A CT scan revealed massive intracranial bleeding. The patient subsequently expired on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.